Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 5/20/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that a female patient underwent a procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history is unknown. The ablation was conducted which was approximately 20 points for the premature ventricular contraction (pvc) which originated in the right ventricular outflow tract (rvot). The blood pressure dropped while waiting to check the effect at the end of the procedure. The pericardial effusion was confirmed under the echocardiogram. The cardiac drainage was performed. There is no information about the hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The patient was reported to be improved at the time the biosense webster, inc. Follow up was performed. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for the functionality of the sensors on the carto system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17340285m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a female patient procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient's medical history is unknown. The ablation was conducted which was approximately 20 points for the premature ventricular contraction (pvc) which originated in the right ventricular outflow tract (rvot). The blood pressure dropped while waiting to check the effect at the end of the procedure. The pericardial effusion was confirmed under the echocardiogram. The cardiac drainage was performed. The generator was set to power control mode. There were no error messages observed on the biosense webster equipment during the procedure. The sheath information used in the procedure is not known. There is no information about the hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The patient was reported to be improved at the time the biosense webster, inc. Follow up was performed. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.